Event description:
Received info that the pt had felt a shocking or jolting sensation in the right shoulder blade. Pt said there was the possibility he may have increased the stimulation and this could be causing the feeling. Pt had an upcoming appointment with his physician. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).